Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician attempted to implant the right atrial (ra) lead but variable thresholds were observed. The lead was revised but the thresholds continued to vary so the lead was not used. A second ra lead was positioned and the varying thresholds were again observed. The physician attempted to reposition the lead several times with the same results. It was also noted that the right ventricular (rv) lead exhibited t-wave oversensing (twos) at implant. The second ra lead and the rv lead remain in use. No patient complications have been reported as a result of this event.